Manufacturer narrative:
Clinical evaluation performed by medical affairs on 23 february 2018: insert revision in tka 7 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 06 march 2018; lot 167307: (B)(4) items manufactured and released on 25 january 2017. Expiration date: 2022-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 8 months after primary surgery. The insert was undersized in the primary. The surgeon swapped the 10mm insert with a 13mm one. The surgery was completed successfully.